Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. During a pump system check performed with tandem technical support, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Customers blood glucose was 357 mg/dl at the time of event. Reportedly, the customer reverted to an alternate method insulin therapy.